Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized four days after the onset of the peritonitis event. It was reported that the peritonitis was manifested by cloudy effluent. The patient was treated with zyvox (intravenously; dose and frequency not reported) for the event. Treatment was ongoing. At the time of this report, the patient was still hospitalized and had not recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.